Event description:
(B)(6) notified teoxane of an adverse event on 10-jul-2024. The patient was injected on (B)(6) 2024 with: 1 ml of rha redensity in the perioral lines. The injection was done with a 31g needle (complaint (B)(4). 1.2 ml of rha 4 in the cheekbone. The injection was done with a 27g needle (current complaint). Approximately three weeks after the injection, on (B)(6) 2024, the patient received mmr vaccine (vaccine against measles, mumps, and rubella). 2 weeks later, on (B)(6) 2024, the patient noted swelling. At this time hcp initiated patient on prednisone 40 mg, colchicine, and keflex daily. The day after, on (B)(6) 2024 she visited the emergency room due to swelling that caused difficulty breathing and received IV steroid. The patient noticed some improvement over the week after the treatment but on 09-jul-2024 the patient reported hard nodules and swelling. The swelling was more concentrated in areas where the filler was placed (unknown whether rha redensity or rha 4), and according to the hcp, some generalized swelling was present as well. Based on the information the relatedness of the difficulty to breath with the injection of teoxane products could not be excluded. Thus, the case was assessed as reportable to the FDA. No further information could be retrieved at the time of this report.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.

Manufacturer narrative:
Delayed allergic reactions that may manifest as swelling and consequently difficulty breathing, as well as nodules and induration weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They are immune-mediated reactions that can be triggered by patient predisposition, trauma, vaccines (in this case patient received mmr vaccine), or infections. Adequate treatment usually leads to a good resolution of the symptoms, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of our products. Of note, rha 4 is not indicated for cheeks in the us.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2024. The patient was injected on (B)(6) 2024 with: 1 ml of rha redensity in the perioral lines. The injection was done with a 31g needle (complaint (B)(4)). 1.2 ml of rha 4 in the cheekbone. The injection was done with a 27g needle (current complaint). Approximately three weeks after the injection, on (B)(6) 2024, the patient received mmr vaccine (vaccine against measles, mumps, and rubella). 2 weeks later, on (B)(6) 2024, the patient noted swelling. At this time hcp initiated patient on prednisone 40 mg, colchicine, and keflex daily. The day after, on (B)(6) 2024 she visited the emergency room due to swelling that caused difficulty breathing and received IV steroid. The patient noticed some improvement over the week after the treatment but on (B)(6) 2024 the patient reported hard nodules and swelling. The swelling was more concentrated in areas where the filler was placed (unknown whether rha redensity or rha 4), and according to the hcp, some generalized swelling was present as well. Based on the information the relatedness of the difficulty to breath with the injection of teoxane products could not be excluded. Thus, the case was assessed as reportable to the FDA. Despite reminders, no additional information could be received. Thus, the complaint was closed as is.